Event description:
The customer reported that a user reported that the 60 ml syringe read on the screen as a 50 ml syringe. No patient involvement was reported.

Manufacturer narrative:
The customer¿s report of the screen displaying a 50ml syringe with a 60ml syringe was not definitively confirmed. The pca event log revealed that on the reported event date, the user ran infusions with a terumo 50/60ml syringe and, later, a bd 50/60ml syringe selected. When a bd 60ml or terumo 60ml syringe is loaded, the pcu screen displays ¿bd plastipak 50/60 ml¿ or ¿terumo 50/60 ml¿. However, because of lack of information, it could not be ascertained whether this is where the user saw ¿50ml¿ displayed. Per srd-45, the pca module supports the following syringe sizes: bd plastipak 20, 30, 50/60 ml monoject 20, 35, 60 ml terumo 20, 30, 50/60 ml ims 30ml prefilled syringe only the supported syringes are available as syringe options in guardrails editor, and, therefore, the hospital dataset could not contain any additional syringes (such as a stand-alone 50ml syringe). Because of this, the only instances of ¿50ml¿ relating to a syringe size on the pcu display are ¿bd plastipak 50/60 ml¿ and ¿terumo 50/60 ml¿, which clearly also identify a 60ml syringe. Because of the lack of provided information, it could not be determined whether an infusion was performed with the incorrect syringe selected or not. However, the clinician should ensure that the correct syringe is selected prior to programming any pca infusion. Selecting the incorrect syringe manufacturer and/or size may cause either an under-infusion or over-infusion to the patient. Alaris system maintenance v10.33.0 was used to verify the barrel clamp accuracy, as well as the binary sensors and plunger force. The pca successfully passed the barrel clamp accuracy testing. The pca module required plunger position calibration; however, plunger position has no impact on properly identifying an installed syringe. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 13186998 which confirmed no similar complaints with the same or related failure mode. CAPA reference:ca-2018-0171

Manufacturer narrative:
The customer¿s report of the screen displaying a 50ml syringe with a 60ml syringe was not definitively confirmed. The pca event log revealed that on the reported event date, the user ran infusions with a terumo 50/60ml syringe and, later, a bd 50/60ml syringe selected. When a bd 60ml or terumo 60ml syringe is loaded, the pcu screen displays ¿bd plastipak 50/60 ml¿ or ¿terumo 50/60 ml¿. However, because of lack of information, it could not be ascertained whether this is where the user saw ¿50ml¿ displayed. Per srd-45, the pca module supports the following syringe sizes: bd plastipak 20, 30, 50/60 ml, monoject 20, 35, 60 ml, terumo 20, 30, 50/60 ml, ims 30ml prefilled syringe. Only the supported syringes are available as syringe options in guardrails editor, and, therefore, the hospital dataset could not contain any additional syringes (such as a stand-alone 50ml syringe). Because of this, the only instances of ¿50ml¿ relating to a syringe size on the pcu display are ¿bd plastipak 50/60 ml¿ and ¿terumo 50/60 ml¿, which clearly also identify a 60ml syringe. Because of the lack of provided information, it could not be determined whether an infusion was performed with the incorrect syringe selected or not. However, the clinician should ensure that the correct syringe is selected prior to programming any pca infusion. Selecting the incorrect syringe manufacturer and/or size may cause either an under-infusion or over-infusion to the patient. Alaris system maintenance v10.33.0 was used to verify the barrel clamp accuracy, as well as the binary sensors and plunger force. The pca successfully passed the barrel clamp accuracy testing. The pca module required plunger position calibration; however, plunger position has no impact on properly identifying an installed syringe. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that a user reported that the 60 ml syringe read on the screen as a 50 ml syringe. No patient involvement was reported.